Manufacturer narrative:
Date of report: 19oct2018. Date of manufacturer: 18oct2018. The customer replaced the power supply to address the issue and the ventilator was returned to use.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 9oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that when the ventilator battery is disconnected the unit will not turn on at all. No patient involvement. The event date was not specified; estimate used.